Manufacturer narrative:
Analysis could not confirm high current calculations from the analyzer, the unit passed incoming functional t esting. It was found that the patient connector had disturbed pins.

Event description:
It was reported that when the analyzer was being used in an implant procedure, it was displaying high current calculations. When a different programmer and analyzer was connected, they displayed values that were in the expected range. It was noted that the impedance, sensing, and threshold values on the analyzer were fine. The analyzer has been returned for service. No patient complications have been reported as a result of this event.